Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient had called to review guidelines for an MRI of their pelvic region and when patient services was walking the patient through activating MRI mode, the patient commented when attempting to connect to the ins that they thought their ins had gone "down lower". Patient services asked the patient why they thought the ins had gone down lower and the patient stated it just felt a little lower than before, but then stated it could also be their imagination. The patient denied having had any traumas or falls or that they'd had any weight loss that could have led to the ins moving down lower. The patient did not allege an issue with their symptoms either and they were able to connect to their settings and activate and then deactivate their MRI mode. The external equipment was functioning as intended. Patient services suggested to the patient to reach out to their managing health care provider (hcp) if they were concerned. It was unclear if the patient was going to reach out to their hcp at the end of the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.